Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2003. On an unknown date it was noted that perforation and tilt occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2003. On an unknown date it was noted that perforation and tilt occurred. No further patient complications were reported. It was further reported that the filter is present with the apex at the level of the right renal vein. The limbs of the filter extend beyond the luminal margin, but no asymmetric attenuation abnormality consistent with chronic leaking is seen.